Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the side rail detached due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. The side rail detached, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The device inspection conducted by arjo service technician revealed that the upper arms (parts of the side rail assembly) were disconnected from the side rail panel. Moreover, one of the threaded plates that strengthens the side panel (side rail) shifted together with the screws holding the plastic molding. Photographic evidence provided confirmed the malfunctions.